Event description:
It was reported that balloon rupture occurred. The greater than 50% stenosed target lesion was located in the non-tortuous and moderately calcified left common internal artery. A 7.0 x100, 135cm charger balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres to nominal pressure for seconds, the balloon ruptured. The balloon was successfully removed from the patient and no device fragments were left inside the patient. The procedure was completed with another of the same device. No patient complications were reported.